Event description:
It was reported that during a da vinci si hysterectomy procedure, a brown piece from the distal end of the permanent cautery spatula had fallen into the patient. The piece was successfully retrieved and the procedure completed with no patient injury.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the instrument returned with a piece of the distal clevis broken. One distal clevis ear is broken off at its base. The broken piece was not returned; however, the missing piece was roughly .300 x .235 and was located on the opposite side of the conductor wire and cap. Engineering has concluded that the instrument breakage may be due to overloading the tip. No other damage found.